Event description:
It was reported that an unspecified malfunction occurred; the device was problematic even the day before infusion. There were no consequences for the patient as the pump finally stopped ringing and the next day they switched to a pocket system and spiral tubing. The patient was taking the usual background treatment unrelated to the reported problem. Vancomycin had just been reconstituted and put in the cassette on the day of the event. No patient harm or adverse event was reported.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed no damage or other defects. Functional testing showed the device worked properly and revealed no discrepancies. The reported issue was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.